Event description:
Customer reported that she activated the device at 5:30 pm on (B)(6) 2011 and gave an 8 unit insulin bolus at 7:32 pm (no blood glucose result reported at either time). At 8:13 pm, her continuous blood glucose monitor read 295 mg/dl and she bolused an additional 3.5 units. At 9 pm, her bg read 400 mg/dl on a separate meter and she injected 10 units. She reported that the cannula was not inserted properly under the skin, but shortly after that stated that the cannula was pinching her. She removed the device at 11:25 pm "as she noticed her bg was high."

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or manufacturing defect that could have contributed to the reported high bg was found. The customer did report that the cannula may not have inserted in the skin or not inserted properly. This condition can interrupt insulin delivery and contribute to hyperglycemia if it occurs, but cannot be confirmed by laboratory testing. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery."